Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: a review of the pump black box data revealed a recorded warning for no cartridge detected following a load step. During testing, the rewind, load, and prime steps were completed successfully, and the complaint was not duplicated. The pump case was removed and evidence of moisture ingress was found. Unrelated to the complaint, pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.